Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent low blood glucose while using the ilet, including a reported ilet value of 7, and received education on meal announcements, timing at the start of meals, covering all carbohydrate intake including bedtime snacks, and adjustment of cgm target. Symptoms included hypoglycemia. Outcomes included no hospitalization and no long-term impairment. Investigation included clinical review and user education with troubleshooting. Investigation of this case revealed user-related factors involving delayed or omitted meal announcements and uncovered carbohydrate intake, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.